Event description:
The customer reported that the insulated sleeve rolled off and fell into the patient cavity when the instrument was being pulled through an applied trocar. The insulation was retrieved from the patient abdomen. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.